Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicated that effective therapy has been restored postoperatively.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the lead migrated and patient experienced ineffective therapy. As a result, surgical intervention was undertaken on (B)(6) 2019, wherein the existing lead was disconnected from ipg without being explanted and 2 new leads were implanted.